Event description:
Medtronic received information that during use of a penditure clip device, at the end of the procedure, prior to coming off bypass, the customer measured and placed the penditure device across the left atrial appendage. The customer noted that it was difficult to observe the entire appendage. The customer asked the perfusion to fill the heart and for the anesthesiologist to verify that they had complete closure of the left artrial appendage (laa) on the transesophageal echocardiogram (tee). The anesthesiologist noted that there was a small area distally that had blood flow and suggested to them to recapture and redeploy the device. The customer tried to recapture the device by inserting a long prong of the handle into the clip that was attached to the appendage. They stated that the prong was stuck in the clip and would not allow him to advance or pull out. The customer continued to manipulate the handle with the prong stuck and noted that bleeding was coming from appendage. They requested for a competitive clip to be opened and placed the competitive device across the appendage. The tee revealed that there was still a small amount of blood flow across the appendage. There was no adverse patient effect associated with this event. Medtronic received additional information that the patient is doing well and there were no complications. Medtronic received additional information that they do not have the delivery system. There were two pins in the system. They did not get the small pin to go back into the clip. They used a sizer device. The approach was through sternotomy. The concomitant procedure was a mitral valve regurgitation (mvr) procedure. They did not remove the laa from the patient. It was the doctors 2nd case experienced with the device. It could possibly be the way the user was pushing the buttons. Medtronic received additional information that the laa was of normal size. The patient was thin and had a narrow chest. The surgeon was struggling to observe the appendage making application challenging.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.